Event description:
Prior to final implantation for the bipolar case, surgeon noted that there was no clearance allowing head to move around the bi-polar head liner: the head was stuck into the liner and did not move. Surgery was delayed by 1 hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.